Event description:
It was reported that the implantable pulse generator (ipg) had premature elective replacement indicator (eri). The ipg will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We also received performance data collected from the device and have analyzed the data. Battery depletion /eri (elective replacement indicator) was indicated.